Event description:
It was reported that the device overheated. No patient injury reported.

Manufacturer narrative:
Mdu failed functional tests with motor stall error and overheating when power cord was bent in the middle. Power cord assembly grew warm during testing. After troubleshooting, the cause of motor stall and overheating was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord.